Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5091325 that a female patient underwent a breast implantation procedure with mentor memorygel breast implant 385cc and an unspecified mentor gel breast implant (sides unknown) and suffered several unexplained systemic symptoms, including fatigue, and chest pain. Device rupture on the left side was also reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. Since it is unknown which side each device was implanted on, the known device will be defaulted to the left side. This report is for the right side.